Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a beeping sound and it displayed an a red alert when interrogated during a follow up the next day. Technical services (ts) was consulted and reviewed stored data. No device issues were observed. Ts discussed how the red alert might have been displayed due to a temporary interruption of telemetry communication. Ts also discussed possible causes for the beeping sound and that there were no issues that based on available data. Additionally, a template lost error was noted with the reference subcutaneous electrocardiogram data been lost. At a later date, the patient had therapy delivery turned off and the patient wore a wearable cardioverter defibrillator. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a beeping sound and it displayed an a red alert when interrogated during a follow up the next day. Technical services (ts) was consulted and reviewed stored data. No device issues were observed. Ts discussed how the red alert might have been displayed due to a temporary interruption of telemetry communication. Ts also discussed possible causes for the beeping sound and that there were no issues that based on available data. Additionally, a template lost error was noted with the reference subcutaneous electrocardiogram data been lost. At a later date, the patient had therapy delivery turned off and the patient wore a wearable cardioverter defibrillator. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD was explanted. A new device was implanted. No additional adverse patient effects were reported.